Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, the user reported consistent low blood glucose (bg) events, with a lowest blood glucose (bg) of 64 mg/dl. Following healthcare provider (hcp) recommendation, the agent guided the user through a factory reset and re-pairing of the mobile app. The low bg was corrected with glucose tablets and milk. The user's reported symptoms during the event included shakiness and vision changes. No outside assistance or medical intervention was required.